Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in multiple inappropriate shocks. This system was tested in all vectors and noise was able to be reproduced in the primary and alternate vectors. The secondary vector was unable to clearly reproduce noise. X- ray completed indicated potential device header damage. The device pocket was then reopened to check system integrity and the physician confirmed the system appeared to be fully operational. This system remains in service. No additional adverse patient effects were reported.